Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device intermittently shutting down during procedure. The procedure was aborted. No negative impact on the state of health for a human is reported.